Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 1 mg/ml at 0.0979 mg/day via an implanted pump for spinal pain. The event/difficulty occurred on (B)(6) 2018. A catheter revision occurred on (B)(6) 2018 and a partial explant occurred. The 8782 was connected to the 8780 in the back. The remainder of the 8780 was tunneled to and connected to the pump. Cerebrospinal fluid (csf) was noted after completed revision at the catheter access port (cap). It was replaced and would not be returned- customer discarded. The hcp stated they took an x-ray at the first post-operative visit after pump implant, which was standard procedure and noted that the 8780 catheter had migrated out of the intrathecal space. There were no environmental/external/patient factors that may have led or contributed to the issue that the patient recalled. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were unknown (asked and would not be made available (legal/confidential reason)). No further complications were reported/anticipated or expected.